Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button on the pump is intermittently unresponsive. This issue was observed about 1-2 weeks and now the patient has to press the buttons multiple times to get them to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/06/2013 with the following findings: there was no visible damage to the keypad. The contrast button was intermittently responsive, while all of the other buttons on the keypad responded properly. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, the pump booted to the verify screen and had a dim display screen. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Also unrelated, there was a crack near the battery compartment. The battery cap was intact with no power loss observed.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.